Event description:
A 61-year-old male developed unilateral deep vein thrombosis as an in-patient after spinal surgery. An inferior vena cava (ivc) filter was placed, and the patient clotted the filter and down the contralateral leg. Access was obtained through the right internal jugular and the guidewire was placed in the right popliteal. The protrieve sheath was inserted over the amplatz wire, and the funnel was deployed above the ivc filter. The protrieve was secured with a suture technique and the triever16 curve was inserted through to clean out of the right lower extremity and ivc. The physician wanted to switch to the clottriever xl catheter (CT xl) to speed up the case. The ivc filter was removed using a cook's filter removal kid and the physician moved to the left lower extremity to obtain wire purchase in the left popliteal. The ctxl was inserted through the protrieve and the first pass was taken in the mid femoral vein. Upon cleaning the CT xl, the patient experienced a significant drop in blood pressure. The protrieve sheath was aspirated to ensure sufficient venous flow. The patient's blood pressure normalized, and the CT xl was inserted for a second pass. Upon inserting the CT xl, the patient's blood pressure dropped again, this time with the patient's heart rate also dropping to the 40s. A code was called, and compressions were started. The patient was placed on extracorporeal membrane oxygenation (ECMO) which stabilized them. The physician immediately switched to a pulmonary embolism (pe) thrombectomy, and imaging confirmed occlusive pe in the right pulmonary artery and non-occlusive pe in the left pulmonary artery. Immediately after removing clot through aspirations, the patient's heart rate and blood pressure normalized. The patient tolerated the thrombectomy well and was last reported to be in stable condition with plans of de-cannulating the day after the procedure.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's deterioration was the result of inadvertent clot embolism. The device labeling lists embolization of blood clots and cardiovascular collapse as possible adverse events/complications.